Manufacturer narrative:
These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported by that patient was having an increase in seizure activity. No additional relevant information has been received to date.

Event description:
Additional information was received that patient is still experiencing an increase in seizures and neurologist would like device looked. No additional relevant information has been received to date.

Event description:
Additional information that unspecified intervention was taken for the increase in seizures. No additional relevant information has been received to date.